Event description:
A clip could not be loaded properly to the applier during a surgery. Also, the user felt it difficult to turn the rotation knob. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-piece lot in july of 2021. Evaluation of the returned instrument as received shows that it has a non-teleflex luer flush port cap installed on it and the handle to jaw and knob rotation mechanisms are dry and sluggish feeling and in need of proper lubrication. Functional testing showed that this instrument is able to pick-up, retain, close, and release multiple clips both with and without the use of silastic test tubing thus we are unable to validate this complaint. After the initial evaluation this instrument was properly lubricated using non-silicone-based instrument lube and the handle to jaw and knob rotation mechanisms were restored to a proper non-sluggish smooth feel as they were when this instrument was produced. We suspect that this instrument was not properly lubricated as instructed in the IFU lo2425 r02 which was included with the instrument at the time of shipment to the end users' facility. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be take in response to this complaint and this record will be deemed closed.